Event description:
When attempting to lock the bolt into the 19mm cone body - the bolt would not engage. After trying for approx. 30 minutes the bolt was examined and it was determined that it was stripped at the tip. The only option was to open a 21mm cone body to get another locking bolt. That locking bolt engaged the 19mm cone body immediately.

Manufacturer narrative:
It was noted that the body was implanted with another locking bolt. The subject locking bolt will be returned for evaluation. A supplemental report will be submitted upon completion of the investigation.